Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump received error. Customer was able to clear error and completed rewind process. Customer passed rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.